Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarms occurred. The device was inspected and no trace of moisture damage was found on the electronic/motor assembly. Device had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the act button became unresponsive after it was exposed to moisture. The customer stated he was shoveling snow and was sweating. Blood glucose value was 178 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.